Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 d4: UDI #(B)(4) packaging returned (cavity only). Visual inspection shows that packaging sterile blister(cavity) has white debris within the bottom and sides. This was identified during surgery the same implant was used to complete the surgery. Review of complaint history found additional related issues for this/these item(s) and the reported part and lot combination(s). Review of the returned product identified that there is white debris inside the sterile cavity that is consistent with tyvek lid abrading during transit that has been addressed. However, the tyvek lid has not been returned to verify abrasion. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Review of the provided images showed white unknown debris within an open sterile cavity. However, this cannot verify the reported event. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the product when leaving zimmer biomet cannot be verified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: event occurred in (B)(6).

Event description:
It was reported that during an initial tka, the packaging for the device was opened and the surgeon identified white particles inside the sterile blister. The device was implanted into the patient and packaging not returned. Attempts have been made and no further information has been provided.